Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). On behalf of the (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
It was reported by the company representative; patient was being showered in carino chair, aid was pushing patient out of shower into main bathroom area, when chair started to hit transition (lip on shower stall) from the shower stall to bathroom floor the front wheels got stuck in transition (lip on shower stall) and carino chair flipped forward, patient fell on floor. Aid then used a passive lift and lifted patient off floor and put directly into her bed until she was able to be examined by nurse. Aid said the right front wheel would not pivot correctly and was sideways on transition point from shower stall to bathroom floor.